Event description:
It was reported that the patient had an al repair on (B)(6) 2008, then the patient had pain afterwards. Mrt shows that the pin is broken. Fragments were removed. Patient plays football. In this procedure only the broken fragments of the transfix pin were identified and removed. No new implant was inserted, the al repair from 2008 worked well, so there was no need to insert anything new. Patient is fine.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Based on the event description and reported complaint, the proximal head of a bio transfix implant was removed approximately 3 years after initial implantation when patient was presented with pain and an MRI scan confirmed implant breakage. The pieces returned for complaint evaluation correspond to the barbed proximal head which can be observed proud of the femoral cortex in the MRI scan. Based on the information provided a reason for proximal implant exposure is unknown. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.